Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this investigation. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiple systems organ failure. It was reported that it was not device or therapy related. The pump performed as intended. The device will not be returned for evaluation.